Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen went black when insulin pump gets warm and screen was hard to read. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had diminished battery life. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify missing segments/partial display anomaly and charge/battery lasts less than expected anomaly due to blank display.